Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose level was 90 mmol/l. Customer stated that there was inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 90 mmol/l and sensor glucose was 45 mmol/l at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 50 mg/dl. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.